Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device could not be powered on- the reported issue was confirmed. The battery holder assembly was disconnected and a replacement battery holder was connected. After a replacement battery holder was attached the device could be switched on successfully. The inspection of the original battery holder showed corrosion which led to the issue with the component.

Event description:
It was reported the device would not turn on. No adverse effects reported.